Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 247 mg/dl. Customer stated that pump also had a motor error 6 months ago. Customer had a high blood glucose level 6 months ago and changed the site 3 different times. Customer stated that he did not have bent cannulas. Customer treated with a shot. Troubleshooting was performed and customer had no delivery alarms back to back while trying to give a bolus in the alarm history. Customer was advised to change the entire set, reservoir, and insulin. Customer currently has ketones. Customer stated that his current blood glucose level was 340 mg/dl and he has changed his set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.